Event description:
It was reported that the patient¿s pump had been dry for two and a half years and was alarming every ten minutes for the last two and a half years. It was reported the pump was ¿overheating¿ inside the patient¿s body for the last one and a half years. The patient had pain around the pump since implant. She also had a large knot where the catheter went into the spine since implant. The patient could feel the knot. It was reported the patient had a tumor on her liver which was going untreated due to the pump. The MRI facilities were refusing to do the MRI because she didn¿t have a health care provider (hcp) who was willing to ¿fix the mess up from the previous doctor¿ and no one was available to see the patient to make sure the pump restarted. The patient¿s hcp had dismissed her and no one would touch the pump. The facility refused to perform the MRI. The patient wanted the device removed however no one would touch it ¿because they don¿t want to be sued because of the doctor who messed it up¿. It was noted the patient had to go through ¿major detox¿ because of the pump with no help. The type of medication previously delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n193634, implanted: (B)(6) 2010, product type: accessory; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8590-8, lot# n228275, implanted: (B)(6) 2010, product type: accessory. (B)(4).